Event description:
Account states heater was being used with an hc305 humdifier chamber on a 2yr old ventilator dependent child, who reportedly burned the bottom of his foot and reportedly received 3rd degree burns on the bottom of his foot.